Event description:
A report was received that alleges that the tracheostomy tube was leaking at the cuff after an unknown amount of time in situ. Following multiple attempts to re-inflate the cuff, the nurse reported that the inflation line disconnected from the tracheal tube. The overnight on-call doctor determined the patient's airway was stable and scheduled re-intubation to occur during regular hospital hours. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.